Event description:
During a clinic follow-up, an error message was received on the device. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.